Manufacturer narrative:
Literature citation: k. C. Mak, g. M. Kuang, z. M. Zheng "safety and efficacy of singleballoon multiple-pass technique kyphoplasty in treatment of multiple-level vertebral compression fractures, spinal metastases and spinal multiple myeloma." Average age: 68.8 (44 ~ 80) years. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that 45 consecutive single-balloon multiple pass percutaneous kyphoplasty procedures were performed in 18 patients. All patients underwent the procedure without any major complication, specifically balloon breakage or rupture. The average volume of bone cement injected was 4.0 ml per vertebrae. Paraspinal leakages were seen in 2 vertebrae. The patients were followed up on average 18.3 (12 ~ 24) months.